Event description:
It was reported to philips the device did not deliver shocks and showed shock aborted messages while the patient was in fibrillation. The patient died on scene. Resuscitation attempts were terminated after 36 minutes. The electronic files were reviewed by philips clinicians and engineers. On (B)(6)2020, the device was powered on into the monitor mode. The ECG waveforms showed deflections consistent with chest compressions with an underlying asystolic rhythm. It appeared that medication and chest compressions converted the patient to vf. At 24:25 elapsed time, the users entered the manual mode and attempted to deliver 4 shocks at 200j for an underlying rhythm of ventricular fibrillation (vf). All four of these shocks were aborted. When using the heartstart mrx defibrillator, if the patient impedance is outside the limits for the delivery of therapy, a shock aborted message (no shock delivered) will appear with on-screen messaging. During this patient event, 4 shocks were aborted. When the device was evaluated at the philips repair bench, multiple operational checks were done as part of the device evaluation. The first two passed, but on the third operational check, the device did not immediately respond when the technician pressed the shock button, so he repressed the button and the operational check was completed and passed. Out of an abundance of caution, the processor pca was replaced. The device passed all testing. The involved processor pca was returned to the philips failure analysis (fa) lab for evaluation and passed all testing. The device passed all testing and the processor pca passed all failure analysis (fa) lab testing. This device behavior is consistent with patient impedance outside the range for the delivery of therapy and not a malfunction. The device remains with the customer.

Manufacturer narrative:
Report originally submitted with cfn# (B)(4), the correct cfn# is (B)(4).

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the device did not deliver shocks and showed shock aborted messages while the patient was in fibrillation. The patient died on scene. Resuscitation attempts were terminated after 36 minutes. Additional details have been requested.